Manufacturer narrative:
Evaluation summary: two devices were received. Instrument a was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were intermittent. Instrument b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. Add'l lot number a4cg0e.

Event description:
It was reported that during a hand assisted lap nephrectomy, the buttons did not work on one side.